Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 360-361 mg/dl and a 0.1 mmol/l ketone level. Customer suspected an unspecified pump issue to be cause of elevated bg. An increase in temporary basal rate was programmed and correction boluses were delivered to address bg. Reportedly, an infusion set site change was performed to address the issue.